Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that the client alleged that he was transferring and it broke. Pepe states that is all the customer would tell him. They did not look to be injured nor did they state they were injured when he picked the chair up he states.